Event description:
It was reported that multiple infusion sets detached during attempted placement, and the infusion set was deployed incorrectly by pulling the introducer needle using the outer blue circle rather than from directly behind the needle; high humidity was present, and blood glucose was not impacted. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no alerts or alarms, and no hospitalization. Investigation included troubleshooting with the patient and education on correct infusion set and cartridge change steps. Investigation of this case revealed user technique error during insertion leading to poor adhesion and loss of infusion sites, with environmental humidity contributing to adhesive performance. It was concluded, based on previously established findings for similar reports, that the cause was user technique under environmental conditions.